Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and the stylet/guidewire was broken. The distal conductor of the lead became extrinsically distorted due to the stylet/guidewire coating and kinking/buckling. Visual summary analysis of the lead indicated damage at implant. The analyst commented that the physician was using a competitor guidewire. Visual analysis found a partial guidewire became stuck in the lumen. It is apparent that when attempting to pull back the guidewire, its coating became ensnared with the conductors. This caused a distortion of the filars. The distortion in turn caused each filar's coating to breach, resulting in the two co-radial filars shorting together. There were observations on the proximal and distal conductors.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the guidewire became stuck at the proximal end of the attempted left ventricular (lv) lead. The physician pulled hard and the fillars pulled apart. The lead insulation also bunched up. It was also reported that the lead stretched and coiled up inside the lead body. Impedance testing produced an infinite measurement. The lead was removed and replaced with another lead. No patient complications have been reported as a result of this event.